Event description:
There was an allegation of a questionable low troponin t g5 stat elecsys results from the cobas e411 disk analyzer. The initial result was 25.08 ng/l. It was unknown if this result was reported outside of the laboratory. As this was a low-volume sample, the customer repeated the sample in a sample cup. The repeat result was 136.7 ng/l and was consistent with the patient's previous result history. The reagent lot number and expiration date were requested but were not provided.

Manufacturer narrative:
The customer declined a service dispatch. The investigation did not identify a product problem. The cause of the event could not be determined.